Event description:
The customer reported being hospitalized due to high blood glucose of 583 mg/dl, and she was treated with the insulin pump. The customer stated that she was experiencing blurry vision and vomiting. The customer stated that the doctor believes the incorrect infusion set used for customer's body, may have caused her high glucose. Troubleshooting was performed. The time, date, settings, and programming were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.